Event description:
It was reported the patient's jugular vein was punctured and initially blood was aspirated, but then the plastic cone broke from the shaft. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the patient's jugular vein was punctured and initially blood was aspirated, but then the plastic cone broke from the shaft. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of needle hub broke and separated during use was able to be confirmed by the photos. The photos revealed a fracture across the entire distal end of the needle hub. The damage is consistent with previous needle hub crack issues. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The complaint of needle hub broke and separated during use was able to be confirmed by the photos. The photos revealed a fracture across the entire distal end of the needle hub. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Based on the available information, the likely root cause for this complaint is design related. A CAPA 192 has been previously initiated to address the issue of cracked needle hubs for the hub type involved with this complaint. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of needle hub broke and separated during use was able to be confirmed by the photos. The photos revealed a fracture across the entire distal end of the needle hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a broken needle hub was confirmed through visual inspection of the customer supplied photo. A device history record review was performed based on a potential lot with no findings relevant to this investigation. It was determined that the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10.-additional manufacturer narrative corrected to: the actual device was not returned; however, the customer provided three photos for analysis. The complaint of needle hub broke and separated during use was able to be confirmed by the photos. The photos revealed a fracture across the entire distal end of the needle hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate."

Event description:
It was reported the patient's jugular vein was punctured and initially blood was aspirated, but then the plastic cone broke from the shaft. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.